Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than100 colony forming units (cfus) of klebsiella pneumoniae and echerichia coli (e coli); >100 cfu of klebsiella pneumoniae, e coli and stenotrophomonas maltophilia (auxilliary channel); and >100 cfu (each) klebsiella pneumoniae, e coli (air, water, suction, biopsy channels). The device was tested again on (B)(6) 2025, and tested positive for 4 cfu base flora colonies (auxilliary channel); 2 cfu base flora colonies 1 and 1 cfu klebsiella pnec/mon/ae (air channel); 80 cfu of klebsiella pneumoniae (suction channel); and 11 cfu basic flora colonies and 7 cfu klebsiella pneumoniae (biopsy channel). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information received from customer.